Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a programming error when programming an infusion of heparin (25,000 units in 500ml). The infusion was intended to infuse at a rate of 18 units/kg/hour. The clinician erroneously selected non-weight-based dosing and entered 18 units/hour (0.36ml/hour) and overrode a soft minimum dose alert to start the infusion. There was patient involvement but no harm. There is a product enhancement request for the capability of hard minimum dose limits in the guardrails.